Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6; -10.0/4.5/010 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6) 2022. The patient experienced low vaulting. On (B)(6) 2022 the lens was exchanged with a same length lens but implanted horizontally. This resolved the problem. The cause of the event was reported as unknown.

Manufacturer narrative:
Additional information: d9:20-dec-2022. H3: device evaluation: the lens was returned dry in a microcentrifuge vial with residue/debris on the lens. Visual inspection found the lens haptic bent and residue on the lens. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).